Event description:
Patient reported "capsular contracture" and "pain". Later patient reported capsular contracture baker grade IV diagnosed via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported "capsular contracture", baker grade unknown and "pain". This record is for the left side. Treatment of medication "emama, 1 tablet per day for 3 months" reported. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of jul/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.